Event description:
The field engineer noted the system displayed filament regulator. Kv on in error and x-ray overtime errors. The kv on in error will likely cause the sys to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.